Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility utilizes a third party entity for repairs. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. Based on similar reports, this type of sheath damage can be attributed to mishandling and unauthorized repairs. The instruction manual provides the user several warnings to prevent damage to the sheath. ¿visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. A damaged sheath can cause injury to the urethra. If the obturator¿s distal end does not move when inserted into the patient, do not try to remove the obturator from the sheath. Remove the entire sheath/obturator assembly from the patient. Otherwise, the sheath¿s distal end may be damaged .do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿

Event description:
Olympus was informed that during an unspecified procedure, the ceramic tip from resection sheath broke off and fell into the patient¿s bladder. The surgeon retrieved the device fragment from the patient¿s bladder utilizing a grasper. It is not known if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer and the original equipment manufacturer (OEM). The OEM conducted a review of the device history records (DHR) for the referenced device and there was no non-conformities or deviations noted during the manufacturing process. The device was said to have been manufactured on april 2007.

Event description:
The user facility further reported that the event occurred when the urethra was being dilated during a transurethral resection of bladder tumor procedure. Two fragments of the ceramic tip were retrieved from the patient¿s bladder with a grasper. A cystoscopy was performed and confirmed there were no additional fragments. The procedure was completed using a different resectoscope and sheath.

Manufacturer narrative:
This report is being submitted to provide the physical evaluation of the returned device. A visual inspection was performed on the received condition and found the ceramic beak at the distal tip of the device was completely broken off and missing. There were no other damages noted on the device.